Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip malfunctioned upon deployment.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used for polypectomy during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip malfunctioned upon deployment. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used for polypectomy during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip malfunctioned upon deployment. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip malfunctioned upon deployment. Block h11: investigation results the returned resolution clip device was analyzed, and it was found that the device was returned with the clip assembly detached and with full deployment. No problems with the device were noted. The reported event of clip malfunctioned upon deployment was not confirmed. The device was returned fully deployed without any issues. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.